Event description:
It was reported that the patient presented with driveline faults. The log files contained intermittent low flow and driveline faults. To confirm the authenticity of the driveline faults, a controller exchange was performed. The log files from the new controller did not reflect any driveline fault events but in looking at the driveline wire values, the brown wire was still having some continuity issues and the driveline faults would most likely return. The patient had a prior driveline repair on (B)(6) 2021 and according to the log files, it appeared that the wire was not totally broken as the driveline faults were intermittent. Additional log files were submitted post the controller exchange that revealed the driveline faults returned and x-rays were unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed the reported driveline fault alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The submitted log files contained data from (B)(6) 2022 and from (B)(6) 2022. The pump operated above the low-speed limit for the duration of the log files. The log file recorded an intermittent driveline fault alarms consistent with phase 2, which is redundantly supported by the black and brown wires. The log file appeared to show the system operating as intended. The account reported that the patient experienced chronic driveline fault alarms. The patient reportedly had a previous driveline repair that did not resolve the issue. The patient remained on an ungrounded patient cable as a precaution for the suspected driveline fracture. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.